Event description:
It was reported that a g2 filter placed 3 weeks previously, thrombosed. An angiojet was used to declot the filter, but it thrombosed again. The doctor reported that he felt it was due to patient factors of low blood pressure/poor venous flow. The patient was not on anticoagulants. The filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation, as it remains implanted. Based on the information received, it appears that patient factors contributed to this event. The information for use for this device states: complications may occur any time during or after the procedure. Potential complications include, but are not limited to caval thrombosis/occlusion.